Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 02/08/2010 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt received heparin during treatment in the ER in (B) (6) 2007. Upon info and belief, the heparin administered to the pt was alleged to be contaminate heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin.